Manufacturer narrative:
The patient was born in 1965. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for fourteen days (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.